Event description:
It was reported the patient's pacemaker reverted to back-up vvi while undergoing a lead revision procedure. Electrocautery was used in the procedure. A software download was performed. No further information was available.

Manufacturer narrative:
(B)(4).